Event description:
The user reported that the monitor would intermittently display only a straight line. There was no harm to any pt. Analysis disclosed that the problem was caused by a capacitor (c418) on assembly 590116 having become very leaky. No conclusive determination could be made as to why the capacitor had become leaky. However, the cause is believed to have been old age. The event is not occurring more frequently or with greater severity than is usual for the device.